Manufacturer narrative:
Device stuck in motor error alarmed during rewinding due to moisture damage to the motor slide noted. Unable to perform any test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced experiencing high blood glucose. Customer¿s blood glucose level was 598 mg/dl at time of incident, treated with injection. Customer reported that they did not feel okay to troubleshooting. Customer was unable to rewind the insulin pump and getting a motor error. Customer reported that the drive support cap appears normal. Customer was able to clear and rewind the insulin pump. The insulin pump will be returned for analysis.